Manufacturer narrative:
Block b3: approximated based on the date the article was accepted. Block d4, h4: the suspect device lot number was not provided in the article; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source ryosuke tonozuka et al. " retrieval of a misdeployed lumen-apposing metal stent in walled-off necrosis by a parallel withdrawal technique using a double-channel endoscope". Japan gastroenterological endoscopy society; 2023; doi: 10.1111/den.14501. Block h6: impact code f2202 endoscopic procedure captures the additional procedure completed to place 2nd stent. Impact code f2203 imaging required captures the endoscopic viewing. Impact code f23 unexpected medical intervention captures the additional procedure to remove the misdeployed stent. Impact code f2301 additional device required captures the additional plastics stent, nasocystic drainage tube and forceps that were used. H10: the axios stent and electrocautery enhanced delivery system was not received for analysis. However, a media analysis was performed, which identified the stent inside the patients anatomy. Based on the available information, although no product has been returned. The investigation concluded that the reported events of stent was misdeployed and endoscopic procedure and unexpected medical intervention are known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, retrieval of a misdeployed lumen-apposing metal stent in walled-off necrosis by a parallel withdrawal technique using a double-channel endoscope, by yi-jun liao, et al. An adverse event (ae) occurred with one patient who presented with epigastric pain and fever for 2 weeks. An abdominal computed tomography at another hospital revealed an encapsulated fluid collection with heterogenous, non-liquid material extending from the pancreatic tail to the left paracolic gutter, indicating necrotizing pancreatitis complicated with walled on necrosis (won). Endoscopic ultrasound-guided transluminal drainage (eus-td) was performed using a 15mm axios stent; however, the axios accidentally migrated into the won cavity during deployment. Retrieval of the axios stent failed and placement of a plastic stent and nasocystic drainage tube was placed through the puncture tract of the misdeployed axios stent. The patient was then referred to a different hospital, where they first identified the won cavity on contrast-enhanced eus. An additional 20mm axios stent was placed using a back and forth technique to create an approach route. Seven days later, they inserted a forward-viewing endoscope through the additional axios stent into the won cavity and could see the misdeployed axios stent which was blocked by necrotic tissue. There was limited space to open a snare to extract the misdeployed axios stent and retrieval using a single grasping forceps was also difficult due to insufficient force and the risk of injury to the surrounding tissue. Therefore, they switched to a double-channel endoscope placing two alligator forceps through each working channel and grasped the misdeployed axios stent tightly and they slowly withdrew the forceps together with the endoscope in parallel with the misdeployed axios stent through the access route safely and securely. Thereafter, following repeated endoscopic necrosectomy, the patient fully recovered.